Event description:
The pt had a dorsal column stimulator array and generator placed in 2002. The pt had the spinal cord generator and 2 electrode arrays removed due to malfunctioning. The cord was not providing adequate pain relief for the pt's pain due to the malfunctioning.